Event description:
It was reported that vessel dissection occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad). Following pre-dilatation with a 2.50 x 12 mm non-compliant balloon, a 3.00 x 24 mm promus premier was deployed at 16 atmospheres for 10 seconds. After post-dilation of the stent with a 3.00 x 12 mm non-compliant balloon, a type b flow-limiting distal stent edge dissection was observed. The physician felt that a lipid rich plaque contributed to the dissection. The dissection was covered with a 2.75 x 12 mm promus premier and the procedure was completed successfully. The patient was stable post procedure and fully recovered.

Manufacturer narrative:
E1: initial reporter address: (B)(6) hospital.